Event description:
It was reported that while using the plate tsa5% sb//levine emb 100 ea that there was contamination. The following information was provided by the initial reporter pollute.

Manufacturer narrative:
Bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Additionally, retention samples from bd inventory were evaluated and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ plate tsa5% sb//levine emb catalog number 221289with 510k #preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd ds headquarters in sparks, md has been listed in fukushima is an OEM manufacturing site.

Event description:
It was reported that while using the plate tsa5% sb//levine emb 100 ea that there was contamination. The following information was provided by the initial reporter pollute.